Event description:
Suction irrigation electrode tip fell off inside patient during a lap chole procedure. The tip was retrieved using the maryland grasper. No patient injury reported.

Manufacturer narrative:
Hospital has been contacted to get patient data, but has not yet responded. Follow-up will be continued.